Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventive maintenance. The device was visually inspected, functionally tested, an alarm log review and battery testing were performed. The alarm log review and power on self-test noted an air alarm. The cause was determined to be due to the air sensor being out of calibration. To address this condition, the device was removed from service. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an air alarm. No additional information is available.